Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with a history of multiple shocks. The device was unable to interrogate, device was at end of life. The clinic is waiting for patient to return for replacement.